Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (integrated charger problem) was confirmed. Upon investigation the integrated charger was unable power on. The failure was due to corrosion throughout the pca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.